Event description:
Pt reported that on (B)(6) 2010, she had an elevated blood glucose in the evening of more than 400 mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt stated she took a correction via her infusion device; blood glucose remained elevated. Pt reported she noticed that the insulin cartridge was cracked and the insulin flowed into the cartridge compartment. Pt stated she changed to her backup infusion device that evening with all new accessories. Pt reported her blood glucose level is okay at the time of the call. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.